Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a possible left side deflation and an implant removal from textured to smooth due to the concerns of the product. Device remains implanted.

Event description:
Healthcare professional reported a possible left side deflation and an implant removal from textured to smooth due to the concerns of the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, opening in the posterior side assessed as fold flaw opening. ¿ anxiety-product/procedure: unable to observe since it is a medical evet and is not related to the device. Additional observations: ¿ crease fold observed on the device. ¿ wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
The device has been explanted.